Event description:
It was reported that the patient was implanted a biolox delta cer head 40 12/14 on (B)(6) , 2015. The patient was revised on (B)(6) , 2015 due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(4).